Event description:
It was reported that the drainage catheter was fractured. A flexima drainage catheter was selected for use in treating cancer of the biliary duct. During unpacking, it was noted that one piece of the biliary duct drainage catheter was fractured. It was also noted that the guide wire was not smooth and there were burrs on it. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter was returned with the several accessories and the 0018" stainless guidewire was observed bent at the distal end section. This guidewire was received inside the hoop protector. The wire was pulled out from the hoop protector and the wire was observed kinked at the distal section. The other devices and accessories were not presented with any issue or detached section. Review of a photo sent by the field occurred and the stainless guidewire was observed bent at the distal end section. No other issues were identified during the product analysis.

Event description:
It was reported that the drainage catheter was fractured. A flexima drainage catheter was selected for use in treating cancer of the biliary duct. During unpacking, it was noted that one piece of the biliary duct drainage catheter was fractured. It was also noted that the guide wire was not smooth and there were burrs on it. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.